Event description:
The 40mm drill bit broke during the drilling of a screw hole in the acetabular cup. The broken end was left in the patient as the surgeon was unable to remove it.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the product and/or lot codes required for retrieval were unavailable. The investigation was not able to determine the root cause with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.